Event description:
It was reported by the implanting center that the patient's left sided implantable cardioverter defibrillator system was removed, including the patient's device, due to the wound being found open. The device from the left sided implant was removed and returned based on the physician's medical judgment and a new device was implanted on the right side. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.